Manufacturer narrative:
Batch review performed on 09 march 2022. Lot 2006763: (B)(4) items manufactured and released on 07-oct-2020. Expiration date: 2025-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2009602: (B)(4) items manufactured and released on 08-oct-2020. Expiration date: 2025-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: masterloc 01.39.206 cementless ti coated lat stem size 6 (k151531) lot. 1904515: (B)(4) items manufactured and released on 17-oct-2019. Expiration date: 2024-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2007631: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer 11 months after primary. The surgery was completed successfully.